Manufacturer narrative:
Device has not been returned to manufacturer.

Event description:
A reported incident involving tego connector, high venous pressure alarm occurred. The circuit was inspected and flushed, and no clots were identified. Upon disconnection of the catheter lumen line, the tego connector was found to have a damaged inlet protective septum that was partially displaced into the connector. Resistance was noted during assessment of device patency, which prevented blood flow into the catheter lumen and triggered the alarm. The connector was replaced. There was patient involvement with no injury reported.